Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for a normal follow-up appointment and upon review, the right ventricular (rv) lead was found to be exhibiting high out of range shock impedances. The impedances were greater than 200 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.